Event description:
Additional information was received from a rep. It was reported that the rep was waiting on information from the doctor's office as of 2017-05-01. Later, it was noted that the patient had a history of utis. They had is, which made them more prone to utis. It was noted that they would get chronic utis. The uti, respiratory infection, and low blood count were not related to the device. The office gave the patient antibiotics.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient got a urinary tract infection (uti) and an upper respiratory infection during their trial. They also had a low blood count and hadn't decided on how they were going to proceed. It was noted that the issue was not resolved at the time of the report. There were no device issues or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.